Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified micro bore extension tubing was leaking. An injection of saline and contrast dye was started with a rate of 5ml/sec when "the line blew and saline an contrast bolus of 170ml infiltrated the patient's arm" requiring a hot compress. The reporter stated that they were having issues with the device when using high pressures with their injectors. It was further reported that they disconnected the device three (3) times with in this week and need to repeat two (2) studies since not enough contrast was applied to the patient. This was noted during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.